Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions or outcomes, as the pump was no longer under warranty.